Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a nurse called at the start of the procedure to report repeated errors 1009 and 32056. System logs confirmed the errors, which were reported by the universal surgical manipulator (usm) usm 2_axes controller, arm (aca) i2c bus. The technical support engineer (tse) also noted 32056 faults on arm 2 and a 23121 fault. The clinical sales representative (csr) stated that the site had rebooted the system, but the issue persisted. The tse recommended selecting "disable arm 2." After disabling arm 2, the system completed power-up. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient information was available and was unable to provide further details.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found trigger error 1009 indicating a fault on the ac_2f node replicating the issue. The usm was installed on a test fixture where encoder linearization was found to be failing on the same axis. The carriage instrument sterile adapter (isa) was tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is due to an issue with the carriage isa.

Event description:
Refer to h11 for follow-up information.